Event description:
Subsequent to the final report, it was noted that the device was used past it's expiration date. No additional information was provided.

Manufacturer narrative:
H6 device code 2017 use after expiration. It was determined that the expert pro device was used after the expiration date. The expiration date noted on the product label for this lot is (B)(6) 2018. Therefore, the product was used nearly 2 years after the expiration date. The expiration date of the product is important for the sterility, efficacy, and performance of the device. It should be noted that the expert pro instruction for use (IFU) states: ¿use this device prior to the ¿use by¿ (expiration) date as specified on the device package label.¿ in this case, it could not be determined if using the product after the expiration date caused or contributed to the reported difficulties. Na.

Event description:
Subsequent to the initially filed report additional information was received indicating that there was physical resistance with the deployment mechanism. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment difficulty and stent dislodgment was not able to be confirmed due to the condition of the returned device. However, the resistance with the deployment mechanism was confirmed due to the bends in the shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the tuohy borst valve was not fully opened prior to the deployment attempt resulting in deployment failure and causing the noted bends on the metal shaft due to force applied. The stent dislodgement during removal may have occurred due to handling/interaction with the introducer sheath or anatomy during removal. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number, expiration date. H4: device mfg date.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous anterior tibial artery. After balloon dilatation, the 4.0x40 mm xpert pro self expanding stent system (sess) was advanced; however, when an attempt was made to release the stent, it would not deploy. The sess was removed and then the stent dislodged from the system. Another xpert sess was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.